Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off events while doing physical activity on (B)(6) 2024. The infusion set was in use for less than 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.